Event description:
It was reported that the aviator fixed drill guide fractured during surgery.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review. Results: manufacturing files were reviewed and no issues were found. A materials analysis report revealed a fracture mode of ductile overload. The hardness and material were in accordance with the print. The drill guide was reported to be used at least once per week and manufacturing review revealed an instrument that was approximately one year old. It was reported that the drill guide broke during the squeezing of the trigger, so the likely root cause is over exertion of force on the trigger. Conclusion: the likely root cause is over exertion of force on the trigger.

Event description:
It was reported that the aviator fixed drill guide fractured during surgery.